Event description:
It was reported that the patient presented for a routine device change out procedure. During the procedure, it was noted that the right ventricular (rv) lead exhibited insulation damage. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.